Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels in the range of 500 mg/dl. The customer treated with manual insulin injections. The customer reported receiving multiple calibration errors from the insulin pump. Troubleshooting was done. No additional information was provided.